Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary - the full lead was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead it was not possible to obtain acceptable thresholds, and after several attempts the physician felt an unusual looseness while screwing the lead in the right ventricle. The physician also noted that the signal on the electrogram showed no sign of acute lesion. The physician further pointed out that the figures in the lead manual do not adequately represent what the lead looks like under fluoroscopy, especially when the helix is extended. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.